Event description:
A hospital in (B)(6) reports a patient was implanted with an lcp plate on the ulna on (B)(6) 2012. After 5 months of being implanted the plate was noted as broken. The patient was returned to the o.r. On (B)(6) 2012 for removal.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The examination of the manufacturer documents, technical drawings and the raw-material certificate showed that the chemical composition, microstructure and mechanical properties are in compliance with the international standards and astm f138. The dimensions were found to be in compliance with the technical drawing of the producer and ao asif specifications. The failure was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the implant has to absorb and neutralize forces over a long period of time that may have been greater than the tolerable load. A failure resulting from either a material defect or the manufacturing process can be excluded.